Manufacturer narrative:
Analysis received the unit with blank display and constant tone alarm due to moisture damage on the electronic assembly. Analysis was unable to verify button keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 133 mg/dl at the time of incident. The customer's husband stated the insulin pump screen went blank after exposed to moisture. The customer's husband was advised that the insulin pump will need to be replaced. The customer's husband was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.